Event description:
The device was during a laparoscopic cholecystectomy. The er420 clips fell out of the jaws of the device. A second device was introduced and the clips fed into the jaws sideways. The devices performed sufficiently to complete the case. There was no consequence to the pt.